Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Concomitant medical device: d314drg ICD, implanted: (B)(6) 2013.

Event description:
It was reported that the patient's right ventricular (rv) lead had a superior vena cava (svc) out of range (oor) impedance alert. It was noted that the svc coil had high impedance. Initially, the svc coil was turned off. Later, the coil was turned back on and the alert threshold was increased. The lead is still in use. No patient complications have been reported as a result of this event.